Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, crease/folding of implant, cyst-ndr.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii, multiple folds of the polymer, and cyst. Healthcare professional later reported that the grade of the capsular contracture was upgraded to IV. The event of cyst is not device related. Device remains implanted.